Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during continuous ambulatory peritoneal dialysis (pd) therapy, resulting in bacterial peritonitis. The peritonitis was manifested by fever, abdominal pain, and cloudy effluent. The breach in aseptic technique was further described the patient did not wear a mask. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for bacterial peritonitis. Dianeal therapy remained ongoing. The patient's recovery status was not reported. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). After fourteen days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event (previously the outcome was not reported). Should additional relevant information become available, a supplemental report will be submitted.